Event description:
It was reported that during use with bd maxzero multi-fuse extension set with needleless connector(s) was occluded. There was no report of patient impact. The following information was provided by the initial reporter: lumen with white clamp (used for lipid infusion) of trifurcate set will not flush. Extension set microbore trifuse, 3 bonded maxzero¿ needle-free connectors, 0.2 micron filter, 3 slide clamps (red, white, blue) , spin male luer lock.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-mar-2023. H6: investigation summary one used sample model# mz9273 was returned by the customer. He set was examined for defects and abnormalities. No defects or abnormalities were observed. A 10 ml bd syringe filled with water was attached to all 3 needleless connectors and was unable to be flushed. Possible excess solvent was seen near the male luer during the visual inspection under the microscope. A quality notification was sent to the manufacturer. From the manufacturers investigation, the occlusion between tubing and trifurcated was not found to be related to the hermosillo manufacturing process and the failure mode could not be replicated at this site to determine the root cause. Based on the photo provided by the vh dchu it cannot be guaranteed that what is seen inside of trifurcate is excess solvent. No corrective or preventive actions were defined because the potential root cause is not related with hermosillo manufacturing process. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd maxzero multi-fuse extension set with needleless connector(s) was occluded. There was no report of patient impact. The following information was provided by the initial reporter: lumen with white clamp (used for lipid infusion) of trifurcate set will not flush. Extension set microbore trifuse, 3 bonded maxzero¿ needle-free connectors, 0.2 micron filter, 3 slide clamps (red, white, blue) , spin male luer lock.